Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the stylet could not be completely inserted into the lead tip and use of another stylet also resulted in an ¿insertion failure¿. Measurement of the lead resistance revealed an unusually high impedance on electrode # 0. The lead was subsequently replaced. There had been no further problems since the lead was replaced and the patient¿s condition "had presented fine progress". The patient was reportedly good.

Manufacturer narrative:
Device was being used for off label indication. The indication device used for was "pvd".